Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that the customer was hospitalized due to diabetic ketoacidosis on (B)(6) 2019 with blood glucose value over 600 mg/dl. The customer also reported that they had strep throat. The customer reported reason of hospitalization was high ketones. The customer was treated intravenously. The auto mode feature was not active at the time of reported event. The customer reported the infusion set cannula was bent. Troubleshooting was not performed. The insulin pump will not be returned for analysis.